Event description:
It was reported to boston scientific corporation that an alliance syringe was used during a balloon dilatation procedure on an unknown date. According to the complainant, the alliance syringe pressure level did not increase and could not inflate the balloon at all. The same balloon and the same alliance handle were used to complete the procedure, however, another alliance syringe was used without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the gauge was reading inaccurately, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Event revealed by the investigation of gauge reading inaccurate. A visual examination of the complaint device revealed that the gauge needle was reading below the red vacuum mark. Functional examination was carried out and no issues were noted. The issue of the syringe unable to inflate was not confirmed; no issues or leaks were noted during functional testing of the complaint unit. The gauge needle was observed to not be reading accurately; which is contrary to what was originally reported. It is possible that the complaint unit got damaged during handling of the device. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.